Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was in the patient. Immediately following the injection of contrast during the laa angiogram, there was staining noted on fluoroscopy, and it was noticed a pericardial effusion with tamponade occurred. A pericardiocentesis was performed to treat the effusion. The procedure was not completed. The patient is now home and is doing well.